Event description:
It was reported that the patient received one shock due to ventricular fibrillation (vf) which resulted from the left ventricular capture management feature inducing a torsades-like tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.